Event description:
Patient past out and is at emergency room. Seems like there is loss of capture. Rv output is 5.5 vat 1.5 ms." "Low impedance might be an indication for deterioration of the lead insulation over time, especially taking into account the age of the lead. Rv threhsold last measured in july 2020 which was high. Now capture management monitor and high output. Possibly loss of capture.""rv bipolar lead impedance warning on (B)(6)2020. Rv unipolar lead impedance warning on (B)(6) 2020." Lead manufactured by oscor medical. Case: (B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)